Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a sling was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-01900. The same patient is represented in each medwatch.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress incontinence, pelvic organ prolapse, and doctor recommended. It was reported that the patient had a concurrent procedure of a total vaginal hysterectomy, laparoscopic sacrocolpopexy, and cystoscopy performed during mesh implantation. It was reported that patient underwent mesh revision/removal on (B)(6) 2007 and also on (B)(6) 2010.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA: (B)(4) 2018. It was reported that following insertion patient experienced fibrosis and adhesion.